Event description:
It was reported that when the customer opened the outer box of the balance middleweight guide wire and the ht cross-it guide wire, it was noted that the pouches were already opened. The devices were not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Although the device was not returned for analysis, pictures of the device were received. The unsealed packaging was able to be confirmed.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht balance middleweight guide wire referenced is being filed under a separate medwatch report.